Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/2/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide lot number - was there any change in the patient¿s post-operative care due to the prolonged procedure? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a single port laparoscopic myomectomy + pelvic endometriosis lesion electrocautery surgery - umbilicoplasty on (B)(6) 2023 and barbed suture was used. At 11:20, the patient underwent surgery for uterine leiomyoma. Normal operation was performed, and the surgeon removed the uterine leiomyoma and sutured the incision for the patient. Suture was used to suture the wound. During the use of the suture, the problem of pulling off suture needle happened. Changed another one to complete the surgery. This situation affects the suturing and surgical progress, prolonging the surgical time. There were no patient consequences reported. Additional information was requested.